Event description:
It was reported that the patient was not able to adjust stimulation. Stimulation was turning off. The antenna was not working on the programmer. On the date of this report the patient tried to use the programmer and had gotten an error message. The patient described the error which had indicated the patient needed to recharge the implant. Patient was going to try to recharge. The programmer was connecting to the implantable neurostimulator (ins). Additional information was requested but had not been received as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2012, product type lead; product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2012, product type lead; product ID 37746, serial # (B)(4), product type programmer, patient; product ID 37754, serial # (B)(4), product type recharger; product ID 37746, serial # (B)(4), product type programmer, patient. (B)(4).